Manufacturer narrative:
A device history review was performed for batch/lot #1174730. All records appear normal and no qualitly related issues or mfg related deficiencies were noted at the time of MFR. A similar complaint review was also performed, there have been no previous complaints reported for this lot/batch #. The complainant reported that the device would not be returned for evaluation; consequently, a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if the met specification and unable to definitively determine a root cause for this incident. The feb 2007 15 month PICC valved complaint trend report was reviewed for the vaxcel pasv PICC product family. No MDR trends were detected for "hole in catheter" or "leakage" for the last 15 months.

Event description:
The complainant reported that a vaxcel pasv PICC was being prepared to be therapeutically placed in a pt (age & gender unk). The clinician flushed the device in preparation for this implant procedure (date of unk), but found that the device had a hole in the catheter that was located at the 15cm mark and distal to the suture wing. The clinicians then obtained another device and successfully implanted it in the pt. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction.